Event description:
An alaris pump failure caused patient harm. The alaris pump brain was ce 10317. It was sent to biomed. The patient's blood pressure dropped but was able to rebound with new pump. Channel 1 - ce 75168; channel 2 - 69247.